Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon inserted the cq2015a collamer three piece lens +21.0 diopter and the lens was noted to be damaged. The lens was removed with out patient injury. The back up lens was used. The cause of the lens damage was due to technician error.

Manufacturer narrative:
(B)(4) is incorrect. There was no torn material due to a material integrity issue. Visual inspection of the returned product found the lens optic had multiple tears and one loop haptic was missing. The lens was returned in liquid. (B)(4).